Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.gold reciproc gave incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Siroforce no. (B)(4): provided accessories: measurement cable lip-clip, measurement cable file clip, charging unit, contra angle (164190), micromotor with cable (B)(6), foot control (214254). File clip diagnosis: battery defect (h: 16:44:53, s:115, f:52 device was charged 115x. Enough would have been 9x battery overcharged, misuse) needed service for repair: vr01103000900 battery recycko 1.000, sf2 service fee 2 1.000 . All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.